Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. Reportedly, customer attempted to deliver a bolus and changed the infusion set to address the issue. Customer declined troubleshooting with tandem technical support and declined to provide further information.